Event description:
It was reported that during a mildly tortuous, mildly calcified, concentric, 90% stenosis, de novo, mid to distal left anterior descending artery, during post dilatation, a nc trek rx 2.75 x 8 mm balloon ruptured on the forth inflation at 18 atmospheres. The nc trek rx 2.75 x 8 mm balloon was removed and a non-abbott balloon was used to successfully for post-dilation to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: zcess, stent: promus elements. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.